Manufacturer narrative:
Additional information: manufacturer report 2017865-2020-12414, should not have been reported as a medical device report (MDR) as there is no indication that the device was manufactured by abbott.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-12412. It was reported that the pacemaker exhibited premature battery depletion and the epicardial lead exhibited high capture thresholds. The device was explanted and the lead was capped and replaced on (B)(6) 2020. Further information was requested however, was not provided.